Manufacturer narrative:
(B)(4). N/a other remarks: n/a corrected data: n/a

Event description:
It was reported that "after the catheter inserted, the balloon kinked". As a result the iab was removed and replaced. No patient harm or injury. The patient status is reported as "fine".